Event description:
Images were not saved during an sc2000 exam. They were doing a stress echo post images. Could see the images on the thumbnails but acquired were 0. The system has an error on the screen " protocol encountered and error, images will be saved ". After reboot, the images were not saved and the patient had to be re scanned.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause was due to a workflow protocol engine failure, probably from some kind of slowdown in communication. This could be due to a study transfer to multiple systems in the background, however the logs are not sufficient enough to confirm this. Logs show that the images were saved to the local database as well as to two external systems. Reference# (B)(4).